Event description:
A customer reported the lot number of test strips being used from the box he was using for the last 4-5 months didn't match the code on the calibration bar. He further reported he had to be rushed to the hospital via paramedics experiencing diaphoresis, headache and numbness in hands and feet. The customer was reportedly diagnosed with hyperglycemia and treated with intravenous infusion of unknown type. He also reportedly self-treated with diet soda in attempt to alleviate the symptoms. Additionally, unspecified blood/lab work was performed. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.

Event description:
The customer reported 1 xph 110 dialyzer that during the prime filled with bubbles. No leak were visable, however a change in the aspect was observed. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
As customer's test strips were not returned a device history review of the strips were requested and performed. The device history review for test strip (B)(4) indicated the strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.